Event description:
The report states that the "balloon got air leak when using". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon got air leak when using" is confirmed based on photos provided by the customer. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the puncture to the iabc bladder. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that the "balloon got air leak when using". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".